Manufacturer narrative:
A thorough investigation was performed which included an engineering evaluation of the swivel mechanism bushing moving out of position. The displaced bushing prevented the control panel from locking properly. The philips field service engineer removed, cleaned and reseated the bushing to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed. However, inclusion of applying loctite to the swivel mechanism bushing during assembly has been implemented to reduce the probability of future recurrence.

Event description:
The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
This follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. A thorough investigation was performed which included an engineering evaluation of the swivel mechanism bushing moving out of position. The displaced bushing prevented the control panel from locking properly. The philips field service engineer removed, cleaned and reseated the bushing to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed. However, inclusion of applying loctite to the swivel mechanism bushing during assembly has been implemented to reduce the probability of future recurrence.

Event description:
This follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.